Event description:
Device report from synthes reports an event in new zealand as follows: it was reported a dynamic hip screw (dhs) system t handle broke intraoperatively on november 2, 2023. A fragment off the t handle broke which affected the ability to attach the angle guide and tap to the handle. They opened a second dhs set which had a working t handle so they were able to complete the case successfully with no surgical delay. No additional intervention was required. This report is for dhs/dcs-t-handle w/quick-coupl for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that a fragment of the 338.080, dhs/dcs-t-handle w/quick-coupl is broken off. A definitive root cause could not be identified based on available evidence. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 338.080, dhs/dcs-t-handle w/quick-coupl would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.